Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low and elevated blood glucose (bg) levels since beginning use of the pump. The low bg levels (lowest of 42 mg/dl) were treated by consuming food and obtaining glucagon. The elevated bg levels (highest of 600 mg/dl) were addressed by either delivering a bolus via the pump, administering a manual injection, or changing out the pump supplies. The customer alleged that the basal software was suspending pump therapy or resuming insulin when it should not have been. Review of the pump data logs by tandem technical support verified that the pump was delivering insulin as intended based on the pump settings and the basal software was resuming and suspending insulin as intended. After consulting with the clinical diabetes specialist, the customer acknowledged the information and reported consulting with healthcare provider regarding adjustment to pump settings.